Manufacturer narrative:
Correction to g3: date received by MFR: the correct aware date is 09/08/2023 (initially reported as 09/07/2023). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and the patient connector of a minicap transfer set . The event was further described as "the connection was loose". This occurred before peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.